Manufacturer narrative:
H6: added type of investigation codes b11 and b13. H11: added the results of the investigation. Investigation summary: no product was returned. Fever, organ failure, epistaxis: the cause of the injury was not determined due to insufficient clinical details. Hematoma: the cause of the injury was not determined due to insufficient clinical details. Device history review: device (sn: (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient in cardiogenic shock was implanted with an impella 5.5 for mechanical circulatory support. While on support, the patient spiked a temperature overnight so he was placed on airborne precautions and full panel of cultures were ran including covid rule out. Furthermore, it was reported that the patients kidney and liver were not functioning well. Additionally, the patient was reported having nose bleeds and was off anticoagulation. The patient was successfully weaned and survival outcome was noted as survived.